Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarms on her insulin pump on (B)(6) 2015. Furthermore, the customer received what were reported as excessive no delivery alarms on (B)(6) 2015 while trying to prime, and was hospitalized with diabetic ketoacidosis and high blood glucose of 599 mg/dl on (B)(6) 2015. She experienced the symptom of vomiting and her blood glucose went over 600 mg/dl. Customer was not wearing the insulin pump at time of hospitalization as she had discontinued use on (B)(6) 2015, following the no delivery alarms. Troubleshooting was performed. The drive support cap appeared normal and insulin exited the tubing during a manual prime. No leaks were found. The insulin pump was worn during an x-ray in (B)(6) 2014. Customer was not using the sensor feature on the insulin pump at the time of the motor error. She was able to complete the rewind sequence. The customer was advised to discontinue use and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.